Manufacturer narrative:
(B)(4). Additional information: it was initially reported that the device would be made available for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This case is a report from (B)(6), referring to a (B)(6) male subject. An investigator reported this case from the (B)(6) study, a phase 1/2 open-label dose-escalation study to evaluate the safety, tolerability, pharmacokinetics and efficacy of intracerebroventricular bmn 250 in patients with mucopolysaccharidosis type iiib (mps iiib, sanfilippo syndrome type b). The subject's past medical history included otitis media and an ear tube insertion. The subject's concurrent conditions included macrocephaly, mucopolysaccharidosis iiib, hypoacusis, hearing aid use, psychomotor hyperactivity, and speech delay. No allergies were reported. Concomitant medications included ibuprofen, cefuroxime sodium, paracetamol, midazolam, sufentanil, propofol, and rocuronium. On (B)(6) 2016, the subject underwent implantation of an intracerebral ventriculostomy (icv) set (codman & shurtleff, inc. Rickham; model 82-1625). The device lot number was not reported. At the time of the report, the subject had not yet initiated treatment with study drug. On an unreported date, the subject presented with recurrent fever and vomiting. On (B)(6) 2016, a csf sample was taken and did not show obvious signs of an infection. Also, an unspecified blood test did not show increased infection signs. On (B)(6) 2016, a csf culture was positive for gram positive bacteria (cocci), and the subject was diagnosed with a grade 2 confirmed icv infection (device related infection) which required hospitalization and was considered by the investigator to be a medically important event. Another csf sample was taken via the rickham capsule and revealed increased cell count ("91/3" cells). Treatment for the event included vancomycin and cefotaxime sodium. On (B)(6) 2016, the icv was explanted. Positive staph epi cultures of the device as well as csf further confirmed the infection. The outcome of the event was reported as not recovered/not resolved. The investigator assessed the event of device related infection as related to the icv device. Other etiological factors included the icv implantation procedure. Additional information has been requested and, if received, the report will be updated. Additional information received on 08-jul-2016: treatment for the event included vancomycin starting on (B)(6) 2016, and cefotaxime sodium from (B)(6) 2016. On (B)(6) 2016, suture insufficiency and csf leakage occurred leading to surgical suture revision on (B)(6) 2016. Cefotaxime sodium treatment was restarted on (B)(6) 2016.